Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude r-waves and poor sensing while programmed in the alternate vector. This resulted in a stored episode where the smart pass feature became disabled as well as an episode with an inappropriate shock. Testing in clinic showed that the primary vector exhibited the same poor sensing. A chest x-ray was performed and showed that this electrode had pulled back from its original position. It was noted that a revision procedure had been scheduled for a later time. No additional adverse patient effects were reported. Currently, this electrode remains in service.